Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronics. The insulin pump was unable to verify motor error alarm due to blank display. The insulin pump had corroded motor home switch. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.